Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic probe did not electrocoagulate prior to vitrectomy surgery. The procedure was completed on the same day. No patient impact was reported. Additional information has been requested but is not available at the time of this report.